Event description:
It was reported that leakage occurred during use with a syringe s2 5ml. The following information was provided by the initial reporter, "they claim that our syringes do not seal properly. There is leakage of blood. Our syringes are bad quality and the hematology ward does not use them any more. Problem found with syringes."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 309050 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe s2 5ml. The following information was provided by the initial reporter, "they claim that our syringes do not seal properly. There is leakage of blood. Our syringes are bad quality and the hemathology ward does not use them any more. Problem found with syringes."